Event description:
Presence of dust like materials in 20ml syringe package. We could see black, white and yellowish material inside.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
No additional information received. Presence of dust like materials in 20ml syringe package. We could see black, white and yellowish material inside.

Manufacturer narrative:
(B)(4) follow up. It was reported there were dust like materials in a 20ml syringe package. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other two photos show foreign matter in the packaging blister. From the photos, it is not possible to confirm what type of foreign matter it is. No other defects or imperfections were observed. A device history record review was completed for provided material number 303285, lot 3122489. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.